Manufacturer narrative:
The complaint states in the surgery, 52 pinnacle cup was used and insert for 36 head was wanted to be used with it. However, in the related 36 heads box, 28 mm head was found. The case went on with the 28mm head without any problem. No patient consequences were occurred. We also have a picture of the product, if necessary. A review of manufacturing and complaint databases did not identify any anomalies. Inspection of one product from the same lot was inspected in istanbul dc qa cage and no issues were found. All products are distributed directly from (B)(6) to the hospitals. No local shrink wrapping activity neither in (B)(6) and distributors nor hospitals. Sales people who were witnessed both surgeries declared that original shrink wraps were opened first time during the surgeries. No root cause identified as a result of local investigation. If original shrink wraps were opened before the surgery, then the mix-up could be happened somewhere in hospital or local (B)(6) as all returns are checked according to local (B)(6) and if returns are acceptable we send them to released stock even if their original shrink wrap is opened after we seal the carton box with a sticker. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the surgery, 52 pinnacle cup was used and insert for 36 head was wanted to be used with it. However, in the related 36 liner box, 28 mm liner was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.